Manufacturer narrative:
It was reported replacement poly inserts have been requested for revision surgery. The patient had a fall injury and will present for surgery to address laxity with a thicker poly insert. Primary surgery occurred on (B)(6) 2015. Revision surgery date is unknown. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported replacement poly inserts have been requested for revision surgery. The patient had a fall injury and will present for surgery to address laxity with a thicker poly insert. Primary surgery occurred on (B)(6) 2015. Revision surgery date is unknown.

Manufacturer narrative:
It was reported replacement poly inserts have been requested for revision surgery. The patient had a fall injury and will present for surgery to address laxity with a thicker poly insert. Primary surgery occurred on (B)(6) 2015. Revision surgery date is unknown. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported replacement poly inserts have been requested for revision surgery. The patient had a fall injury and will present for surgery to address laxity with a thicker poly insert. Primary surgery occurred on (B)(6) 2015. Revision surgery date is unknown.